Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The investigation found no issues with the formed needle, soft cannula, adhesive pad, or bottom housing that would contribute to a skin condition irritation event. Though there were no deficiencies found with the device, the investigation could not determine the cause of the reported skin condition irritation event.

Event description:
It was reported that the patient sought medical attention due to skin irritation at the pod infusion site (arm) after wearing the pod between 24 and 36 hours. It was reported that the site was red, swollen, blistering, felt hot and had a rash that started to spread. The patient was diagnosed with contact dermatitis by their doctor and was prescribed topical triamcinolone cream as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.